Event description:
In 2009, the patient reported that during the 'change the cartridge' process, she noticed insulin inside the cartridge chamber of her infusion device. She removed the cartridge and said the plunger was not attached to the piston rod. She dried the cartridge chamber with a cotton swab but still saw moisture inside the device. She was advised to switch to her backup infusion device and to allow her primary device to dry overnight. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The cartridge was replaced and requested to be returned for evaluation.